Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous left renal artery. The 7.0 x 20mm sterling balloon catheter was advanced for post-dilatation of a 6.0x18mm non bsc stent. During the first inflation, the balloon ruptured at 6 atms. The balloon was removed intact and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).